Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reoccur, and the caller successfully started a new sensor session.